Event description:
The following information was reported to kci by the kci (B)(4) representative: the v.a.c. Ats unit was allegedly not cleaned or maintained, and was "accidentally" re-used on a subsequent patient. On (B)(6) 2013, the following information was reported to kci by the kci (B)(4) representative: on (B)(6) 2013, the patient experienced a sacral pressure wound infection. The patient's wound was cleansed and treated with antibiotic therapy. It was also reported that the patient "had no subsequent health damage from the v.a.c. Ats shared use." No add'l info is available. On (B)(6) 2013, the following info was reported to kci by the kci (B)(4) representative: no device failure occurred.

Manufacturer narrative:
This v.a.c. Ats device was placed on the initial patient and returned to kci-kk prior to (B)(4) 2013. This patient did not report any wound infection during or subsequent to the application of v.a.c. Therapy. This device was subsequently placed on the second patient from (B)(4) 2013. It was during this placement that the wound infection was reported. The device was returned to kci-kk and placed on a third patient, again without cleaning. This patient did not experience any wound infection. Based on info provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy.